Event description:
Incident as reported: lap chole - "during the procedure, the clip applier was introduced, dr (B)(6) placed 3 clip on the duct and was placing the 4th clip when the handle was squeezed to far and the clip was to narrow to place. Dr (B)(6) tried to remove the entire clip applier while the jaws where not fully closed. When he finally removed the clip applier the metal shaft under the jaws came off the instrument and full onto the pt." Pt status: good.

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.